Event description:
It was reported that, during a tha, when a nurse opened an outer blister package, a surgeon found a hair on the inner blister package.

Manufacturer narrative:
An event regarding foreign matter (hair on the packaging) with a restoration modular stem was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device indicates the presence of a hair on the inner blister package. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: nc has been raised to investigate the event. No correction is required as a result of this non-conformance. The part was used by the surgeon as the sterile barrier was not compromised and the packaging was returned. It can be concluded that this is an isolated occurrence.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding foreign matter. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tha, when a nurse opened an outer blister package, a surgeon found a hair on the inner blister package.